Event description:
Needle breakage: customer stated the needle broke in half when being armed by the scrub tech. There are no reported adverse consequence to the pt related to this event. Note:outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.